Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that experienced low blood glucose level of 54mg/dl. Customer¿s current blood glucose value was 108mg/dl at the time of the call. The customer was treated with glucose tablet and food. Customer had issue with her sensor. Troubleshooting performed for sensor . Customer declined troubleshooting for high blood glucose. The product was not returned for analysis.